Event description:
Reportable based on analysis completed on (B)(6) 2011. It was reported that during a percutaneous transluminal angioplasty treatment procedure, a leak was observed in the balloon catheter. The 90% stenosed target lesion was located in a non calcified and moderately tortuous radial vein. The 5.0x20mm sterling balloon catheter was advanced into the patient with no resistance noted. Prior to inflation attempts, blood flowed into the inflation lumen. The procedure was completed with another of the same device. There were no patient complications reported and the patient's status is good. However, device analysis revealed two holes in the catheter shaft.

Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR: analysis of the returned product revealed a blood-like substance in the inflation lumen and balloon. There were two holes in the shaft 14.5 and 14cm from the tip. When positive pressure was applied with the inflation device, a stream of water emitted from the hole in the shaft 14.5 cm from the tip. There were scratches near the holes. Inspection of the shaft presented no evidence of any material or manufacturing deficiencies contributing to the reported event or the damage to the device. Inspection of the remainder of the device revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).